Manufacturer narrative:
The customer provided the patient's previous results. The customer contacted the siemens customer care center (ccc). The customer stated there were no issues with other tests, and no other specimens were questioned by the physician(s). There were no related errors in the event log and quality controls were within range. The ccc spoke with the customer and found that the test was configured to calculate for dilution, while the sample was not diluted, causing a falsely high result. The customer reconfigured the assay not to calculate for dilution and then re-ran the test. The result was closer to the patient's prior results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the instrument data. The cse configured the ca 19.9 "overdilution point". The patient sample was run undiluted (neat) and repeated with a result of 20 u/ml. The sample was then diluted 1:100 and 1:200, and the results were correctly flagged as over-diluted. The cause of the discordant, falsely high ca19-9 result was due to human factor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high cancer antigen 19-9 (ca19-9) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The physician questioned the result and requested a repeat test. The sample was repeated on the same advia centaur cp instrument, resulting lower. A corrected reported was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high ca19-9 result.